Event description:
It was reported the patient presented with an atrial lead that oversensed noise, which triggered pacing inhibition and inappropriate mode switch. The lead was capped and replaced on (B)(6) 2024. The patient was stable before, during and after the procedure.